Manufacturer narrative:
Concomitant medical products: 407658, lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was noted on the right atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.